Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of normal saline and 20 meq of potassium chloride, at an unspecified rate, via a plum pump. At an unspecified time, the customer contact reported that the nurse entered the pt's room and found the tubing lying on the pt's bed. At this time, the nurse found that the tubing had separated from the arm of the clave y-site of the tubing set. It was reported that an unspecified volume of solution leaked. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.